Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up episodes of non-sustained oversensing due to post-paced t-wave oversensing were observed. Programing changes and induction testing was recommended. Subsequently, the physician decided not to proceed with any changes at the moment. Patient condition is fine.